Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, when the patient hit the bolus dose button, the device sounded and began giving the dose, but after 1-2ml the pump stops and reads "upstream occlusion," before clearing and going back to "run" without administering the bolus dose. Per reporter, they pushed the dose button again and it did not work. Reporter stated that when they went through the menu, the device said 1 bolus dose was delivered and 6 attempts were made. No patient harm/adverse event was reported. The event occurred while in use with the patient at the patient's home.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.